Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision of the femoral head component only was performed on the same day as the implantation due to an impending femoral neck fracture (stress riser on femur). The acetabular cup remained implanted.